Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient was having difficulty charging ipg. The patient underwent an ipg explant procedure. The explanted ipg will not be returned. No further information could be obtained.